Manufacturer narrative:
Date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the inflatable penile prosthesis (ipp) stopped inflating correctly due to a break on the left cylinder. A revision procedure was performed. There were no patient complications.